Event description:
In 10/06: customer reports during a procedure, the fluoro failed. Patient procedure was completed, there was no reported injury. Customer would not provide any patient or procedural information.

Manufacturer narrative:
Field service engineer troubleshot problem and found a failed control sensor on the footswitch. Fse verified fluoro capabilities and table movement functions according to hut IV dr service manual. The system was operating as designed. System returned to full service by the customer.